Event description:
Customer reportedly obtained results of 113 mg/dl and 234 mg/dl on the aviva system within 10 minutes. No action taken on device results. Customer also reports obtaining results of 99 mg/dl and 540 mg/dl within 10 minutes on the aviva system. Customer was given 3 units lantus and went to the hosp. Customer tested 170 mg/dl at the hosp and no treatment for diabetes was received. Requested return of suspect system and replacement was sent.